Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space, 2.2 article number: (B)(4), 2.3 serial number/batch: (B)(6), 2.4 software version: m030002, 2.5 hours of operation: 30179, 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The history files from on (B)(6) 2023 were investigated. A space line was selected and the infusion started with a rate of 94,29ml/h and a volume of 330ml about 3 hours and 30 minutes. During this infusion the air rate alarm occurred, four times. After 1 hour and 30 minutes the infusion was stopped and the line was extracted. No other abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (353-01-078) on the lower housing were intact and undamaged. The device shows age related signs of wear and tear, was slightly dirty and a damage on the operating unit was found. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,38 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,08 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 2,06 bar (should be: 1,8-2,5 bar). Pmin: is: 1,73 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,98 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,32%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Individual inspection: for checking the air-sensor a space line was filled with water and was inserted in the infusomat. With the operating unit closed, a value of 43mv (rated value < 100mv) was measured for the air and a value of 1526mv (rated value between 1100mv[?]2250mv) was measured as water equivalent. All measured values are within our specification. Furthermore the pump was started with a rate of 250ml. With the help of an omnifix-h 1ml syringe scattered bubbles of 0,1ml and 0,25ml were injected to test the correct function of the air sensor. All measured values are within our specification. 3.6 disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues on the bottom inner frame and the emc protection shield. 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika mh3151 qf04198 3.8 for examination used disposables: description: ref.: lot: infusomat space line 8700036sp 23k24e8st5 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number 400632414. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in the united kingdom: "under infusion - blood" according to the complainant, the patient was started on 1 unit of packed red cells (prc) at 11:30 am with 330 milliliters (ml) in the bag. The pump was set to infuse the bag over 3.5 hours for an infusion rate of approximately 94.29 ml/hour. At the fifteen and thirty minute checks, blood was observed dripping into giving set. However, at 12:45 pm, after approximately 75 minutes, the pump experienced an air bubble alarm. When checked, the pump showed that only 3 ml prc had been infused and that the remaining treatment time was 3.5 hours. Patient was checked and then the blood infusion was restarted with no further issues being experienced. No patient complications were reported as a result of this event.